Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The log file analysis revealed that 6 days prior to the reported event, several alarms during priming phase occurred; the priming procedure was completed, however the patient was not connected, and the treatment did not start. A service history review revealed no indication that the parts replaced during previous service caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after connecting the patient to a prismax machine for continuous veno-venous hemofiltration (cvvh) therapy, the device "started priming again instead of starting the prescribed therapy". The patient became respiratory and hemodynamically unstable. It was reported that the cause was due to "the machine was rapidly drawing blood from the patient". Additionally, it was reported that air was observed reentering the patient through the return line. It was reported that medical intervention included increasing "noradrenaline from 0.66y to 0.94y" and "restart agripressine from 0y to 0.03y". Additionally,he fio2 settings from the respirator had to be set at 100% to reach a minimum of 92% oxygen saturation. It was indicated that the patient was hospitalized for another indication. Patient outcome was not reported. No additional information is available.